Event description:
It was reported that the patient experienced insufficient efficacy and pain relief from the spinal cord stimulation (scs) system. The patient underwent a procedure where the scs system was removed. There were no reported complications postoperatively and the patient has recovered. The explanted devices were disposed of by the hospital and therefore will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge 32 upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7073572.